Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated they may be anemic but did not know their hematocrit. Per product labeling, the patient's hematocrit range should be 25-55%. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek xs meter serial number (B)(4). This patient stated that she tested with the meter at an unknown time on (B)(6) 2019, receiving a result of 0.6 inr. The patient was advised that the meter can only measure values ranging from 0.8 - 8.0 inr. When accessing the meter memory, a value of 1.6 inr was observed, with the incorrect time and date of 8:20 a.m. On (B)(6) 2005. The patient was convinced that the 1.6 inr value was measured on (B)(6) 2019. It was determined that the date and time were incorrectly set on the meter. The patient performed a display check of the meter and there were no missing segments in the result field of the display. The date and time settings were then corrected on the meter and the patient re-tested, receiving a result of 2.1 inr at approximately 12:15 p.m. On (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The patient's current condition is fair. The patient's testing frequency is every 2 weeks. The patient's therapeutic range was not provided. The patient stated that she may be anemic, but did not know her hematocrit. The patient was not sure if internal meter controls passed when performing the 1.6 inr measurement. Internal meter controls passed when performing the measurement of 2.1 inr. The patient's product was requested for investigation and replacement product was sent to the patient.